Event description:
The graft was implanted for a right femoral-popliteal procedure. After the clamp was released, the graft "sweated" an unk quantity of blood for approximately 2 minutes, whereupon it became blood-tight on its own. The graft was left in. The pt was doing fine, post-operatively. On the next day after surgery, the pt was given a transfusion due to hematocrit level going from 36 to 26. This pt was reported to be ill prior to surgery and therefore the procedure had been rescheduled. Note: this incident was reported as part of a post-market trial.